Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving lioresal (500 mcg/ml at 126.71 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that since (B)(6) 2021 the patient has had an increase in spasticity/tone. The patient reported hearing the critical alarm from the pump two separate times in their home. The rep interrogated the pump and the logs showed no events/messages (only programming steps from last update). Reviewed the logs could be relied upon to see if there was an event with the pump. Reviewed to stay with the patient for at least 10 more minutes since that is the interval of the critical alarm to make sure it isn't heard. Reviewed to have the healthcareprovider (hcp) medically address symptoms but that the pump is not indicating any issues. Additional information was received from a company representative (rep) indicated the cause of the patient¿s increased spasticity was unknown. It was noted the pump was not alarming and there was not a device issue. There was no pump alarm, and they increased the pump 20% simple continuous. The patient was to be seen on (B)(6) 2021. The patient¿s weight was unknown.